Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the sutures of 2 prostyle devices were successfully pre-placed, it was noted that the guide wire exit port markings were partially erased. It was confirmed that no pieces of the exit port markings were left in the patient. Hemostasis was achieved with 2 new prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The delaminated markings were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the markings were removed during use due to anatomy and vessel contact. The delamination of the pad print at the guide wire (gw) exit port are consistent with normal use. When the device is inserted the gw port makes contact with tissue. When manipulated in this condition the print can be rubbed inducing a wear and or partial removal. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b2: required intervention removed. H6: health effect - impact code 4641 removed.

Event description:
Subsequent to the initially filed MDR report, the following additional information was received: hemostasis was achieved with the sutures from the same 2 complaint prostyle devices. No additional information was provided.